Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012484396 was returned and analyzed. Upon visual inspection, the catheter pscc100 of lot 0012484396 appeared intact with no visible defects or issues. The catheter was successfully connected to a test catheter interface cable (cic) without any resistance, ensuring a secure connection as both latches were fully engaged with the catheter connector. The slide control function was found to be stiff, despite efforts to soften the guidewire lumen using disinfectant to address potential dried blood. While the steering function was normal, allowing for approximately 170° rotation in both directions, the stiffness in the slide control mechanism restricted its full range of motion. The catheter was reprogrammed prior to being connected to the generator via a test cic, and therapy deliveries were successfully executed. Hipot and electrical continuity tests were carried out. Tests to verify the integrity of the electrode wire insulation and electrical continuity indicated that the electrode wires were intact, with no signs of detachment or breakage. X-ray imaging revealed entangled electrode wires within the shaft, begi nning approximately 35 inches from the nose of the handle and extending up to 42 inches. In conclusion, the catheter failed the return product inspection due to entangled electrode wires within the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there were issues with the slider/extender on the handle. The physician noted the patient had tortuous anatomy but did not experience issues maneuvering the catheter initially. After successful initial use, the catheter was removed, re-prepped, and the same wire was re-inserted. During this process, the nurse observed that the array was not fully extended even with the slider fully forward and encountered significant resistance when moving the slider. No tissue or blood was found on the catheter or wire, and the wire was not kinked or damaged. The catheter was exchanged for a new one, and the case was completed successfully without any patient complications.